Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 461 mg/dl at the time of incident. Customer stated that the insulin pump had a blank display. Customer stated display returned after pump restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No blank display during testing. Device received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. No moisture damage found inside the pump.